Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and infection(early onset) in response to FDA report number: mw5093915.

Event description:
Patient reported via regulatory agency "I had a serious infection a month after surgery, experiencing a breast skin rash and severe pain.", "I still continue to experience general breast pain and tightness of the chest as well as increased breast asymmetry. My surgeon diagnosed me with capsular contracture." Device has been explanted. This record is for the right side.

Event description:
Patient reported via regulatory agency "I had a serious infection a month after surgery, experiencing a breast skin rash and severe pain.", "I still continue to experience general breast pain and tightness of the chest as well as increased breast asymmetry. My surgeon diagnosed me with capsular contracture." Device has been explanted. This record is for the right side.